Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow up showing competitive atrial pacing which resulted in inappropriate mode switching. Patient was asymptomatic. Programming changes were made. Device remains implanted.